Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4), following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician attempted to use a nanocross balloon to treat a lesion. It is reported that the balloon would not deflate. The balloon was pulled back into the sheath and removed. No patient impact as a result of the event. Evaluation summary: the nanocross catheter was received for evaluation loaded through a guide sheath. The guide sheath's clear flush line contained blood stained fluid. The nanocross balloon chamber contained some contrast/ saline but was only partially inflated. The inner shaft within the balloon chamber exhibited a serpentine configuration. The nanocross catheter shaft exhibited a kink at the guide sheath hub and the proximal edge of the balloon cone. The proximal marker band was immediately distal to the noted balloon kink and the inner shaft was kinked immediately proximal to the marker band. A glycerin/ water solution was made that approximates the viscosity of a 50/50 contrast/ saline mixture. An inflation device was loaded with the solution and was attached to the catheter's inflation lumen. The system was pressurized but the balloon would not significantly inflate. The system was cycled between positive pressure (14atm) and negative pressure but the balloon would neither inflate nor deflate at acceptable rates. Several bubbles in the inflation lumen were observed for size change indicating the reach of the pressure change. A bubble approximately 1cm proximal to the balloon chamber significantly enlarged under negative pressure and the distal edge of the bubble did not move toward the lightly inflate balloon chamber. The outer shaft immediately proximal to the proximal balloon bond exhibited some minor necking. The inner shaft immediately proximal to the marker band exhibited a cone-shaped buckling that nested in the proximal cone of the balloon chamber. A test guidewire was back-loaded into the inner shaft but it would not cross the marker band/ buckle.